Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a high blood glucose but not hospitalized. Customer's blood glucose was 530 mg/dl. The customer stated that he felt nauseated. Customer was treated with manual injection. The troubleshooting was performed. The customer was advised to change entire set, reservoir, and insulin and treat. Customer was advised to followup with healthcare provider concerning unexplained high blood glucose.